Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation noted received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Inflated catheter with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) using returned syringe. DHR review is not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the fixed water in the foley catheter was not coming out from a certain place. Although it was not recommended to perform a pre-test to prevent cuff roll, a pre-test was performed at the time. It seemed that the situation was such that water was difficult to get in and out. Per follow up information received via ibc on 27dec2024, customer confirmed that patient involvement. Per investigator's notification received on 15apr2025, it was reported that catheter was difficult to deflate with returned syringe was found during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the fixed water in the foley catheter was not coming out from a certain place. Although it was not recommended to perform a pre-test to prevent cuff roll, a pre-test was performed at the time. It seemed that the situation was such that water was difficult to get in and out. Per follow up information received via ibc on 27dec2024, customer confirmed that patient involvement.